Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked. The leak was identified after the device was compounded with desferrioxamine and hydrocortisone, before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured september 9, 2014 september 11, 2014. The device was returned for evaluation. Fluid was noted inside the plastic bag that contained the unit; the direct cause of fluid inside the bag was due to a cracked red luer cap, which is not a baxter product. A functional leak test was performed by filling the unit with green colored water. A blue winged luer cap (baxter¿s product) was used to test the first unit. After filling the first unit with green colored water, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The next day there were no signs of a leak observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.